Event description:
The customer stated low patient results were generated on the cell-dyn 1700 analyzer. Initial results generated were hgb=9.5 g/dl, wbc=1.4 k/ul, rbc=3.45 m/ul, hct=30.3%, mcv=87.8, plt=105 k/ul. Upon repeat the results were hgb=3.8 g/dl, wbc=0.5 k/ul, rbc=1.35 m/ul, hct=11.4%, mcv=84.8 and plt=25 k/ul. The low results were not consistent with the patient's clinical history and were not reported. There was no impact to patient management. After the suspect results were generated, the customer ran a background count and values were out of range high for wbc and rbc.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.